Manufacturer narrative:
The device has not been received. A product analysis has not been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a case, a tricut blade broke. They opened a new tricut blade to move forward with the case. There was no patient impact or injury.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates that the reported blade break was confirmed. The blade broke off at the back end (hub and shaft). The device was scrapped. The information in this supplemental was previously submitted by medtronic navigation in a duplicate MDR. MDR reference number: 1045254-2017-00040 (duplicate report). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.